Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not attach to the patient's esophagus. The capsule fell off in the patient's mouth. No serious injury to the patient was reported.